Manufacturer narrative:
The implanted portion of the device is made from 316 l stainless steel. Review of the lot history record confirmed the lot met all specifications, including mechanical specification, prior to release. The event as reported was not attributed to the device.

Event description:
The event as reported was not attributed to the device. The physician attempted to deliver cement through the working cannula (working cannula is not designed nor labeled for cement delivery). Physician attempted to clear the clog by inserting a stylet. Resistance was encountered when trying to advance the stylet into the working cannula. Working cannula bent and collapsed. A two inch incision was made to remove the working cannula from the pedicle. The most distal portion of the working cannula remained embedded in the bone. `